Event description:
It was reported that in preparation for a percutaneous transluminal rotational atherectomy treatment procedure, a hole in the sheath was noted. The rotablator rotalink plus 1.25mm burr was being prepped for use and a hole was noted in the catheter sheath with leakage of saline out of the side. The procedure was successfully completed with a different size burr, and no patient complications were reported. Patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was returned to site connected together. An initial examination of the plus unit was carried out. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out , and no issues were noted with the unit¿s handshake connector during the connection of the device. A control guide wire was inserted in the rotablator plus unit. No issues were noted during the insertion of the guide wire. The rotablator plus unit was wet tested and a saline pin hole leak was noted 17.5cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be use/user error. The rotablator dfu states that 'if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve'. (B)(4).

Event description:
It was reported that in preparation for a percutaneous transluminal rotational atherectomy treatment procedure, a hole in the sheath was noted. The rotablator rotalink plus 1.25mm burr was being prepped for use and a hole was noted in the catheter sheath with leakage of saline out of the side. The procedure was successfully completed with a different size burr, and no patient complications were reported. Patient status is fine.